Event description:
It was reported that the patient had to frequently charge the ipg and experienced an inadequate stimulation. The leads had high impedances. All components were explanted and discarded per hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5132447/5144200.